Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the first suture was successfully placed, but when the prostyle device was removed from the anatomy, it was observed the foot did not fully close and had vessel tissue inside the foot plate. One additional prostyle was pre-placed without issues. The sheath was upsized to 14f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. However, roughly two hours after the procedure, the patient experienced a cold leg. Therefore, vascular surgery was performed to repair the vessel. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the foot want not confirmed during functional testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue, patient effect and treatment appears to be related to circumstances of the procedure. In this case, tissue or suture caught in foot likely contributed to the reported difficulty. The patient effects of occlusion and tissue injury are listed in the prostyle instructions for use (IFU),as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.